Manufacturer narrative:
The recharger 37651 activarc mvd was returned and analysis found no anomaly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 37751, serial#( B)(4), product type: recharger.

Event description:
The patient reported they saw a 376 error code and call your doctor con displayed on the recharger. It was also reported that the implantable neurostimulator (ins) could be charged, but it never completed charging and just kept going. Charging was taking too long. It was noted that the recharger battery level was in the middle with one black bar. The ins battery level was low. It was also reported that the charging efficiency was six bars. A new recharger was sent to the patient. There was no health hazard to the patient.